Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the low voltage lead, the helix was deformed and the physician experienced implant difficulty. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.